Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an impact av access was used to treat the left limb in cannulation zone. Approximately 16 months post procedure patient suffered thrombosed arteriovenous graft at venous anastomosis trailing edge of stent. Patient was inpatient when clotted access noted. A successful thrombectomy was performed at the venous anastomosis trailing edge of stent. The location of the thrombus was not involved with the enrolment lesion. The enrolment lesion was at the cannulation zone and distal non-cannulation zone. Patient recovered.

Manufacturer narrative:
Update received 27 jun 2025: during the index procedure the in.pact av access was used to treat the left arm in cannulation zone venous anastomosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.